Event description:
It was reported that ring was missing and the drill was shaking. Report 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment the technician found damaged bearings and bearing lace front ruptured and deformed due to normal wear. The device was exchanged.